Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 8

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced eight infusion set cannula kinked event on(B)(6)2024. The site of insertion was at upper buttocks. The event occured within three hours of insertion. The blood glucose level was displayed high at the time of event and the patient was treated with mdi (multiple daily injections) and with correction via bolus. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.